Manufacturer narrative:
Information was received that the issue occurred prior to use, with no delay to therapy noted. The service provider (sp) inspected the device and confirmed the error code of the machine and proximal pressure sensors failed. The sp replaced the data acquisition board. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
Report date: 04sep2021. (B)(6).

Event description:
It was reported that the ventilator, during power on, had an error code for proximal pressure sensor failure. There was no patient involvement.